Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the pulmonary veins, faradrive steerable sheath clear was selected for use. It has been mentioned that the hemostatic valve was damaged. After sheath insertion and removal of the dilator and wire, air was repeatedly drawn in during aspiration despite multiple attempts, so the sheath was replaced. The procedure was completed successfully by using a different device. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. A starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. The irrigation was performed using a syringe pump - continuous reflux was performed at a rate of 30ml/h. Air was observed in the faradrive flush luer. The guidewire was slightly protruding from the tip due to the timing of inserting the farawave catheter. No leak was noted.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the returned sheath. During leakage test, analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. Inspection of the hemostatic valves revealed silicone oil on both faces of each valve and identified tears at the center slit on the inner face of both valves, these defects caused fluid leakage and air ingression into the sheath, resulting in the occurrence of this event. The complaint allegations were confirmed through product analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the pulmonary veins, faradrive steerable sheath clear was selected for use. It has been mentioned that the hemostatic valve was damaged. After sheath insertion and removal of the dilator and wire, air was repeatedly drawn in during aspiration despite multiple attempts, so the sheath was replaced. The procedure was completed successfully by using a different device. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. A starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. The irrigation was performed using a syringe pump - continuous reflux was performed at a rate of 30ml/h. Air was observed in the faradrive flush luer. The guidewire was slightly protruding from the tip due to the timing of inserting the farawave catheter. No leak was noted.